Manufacturer narrative:
Device not used on any patient. Issue discovered during receiving inspection. There have been no complaints about this device in the past two years.

Event description:
On (B)(6) 2025, (B)(6), the property officer for the (B)(6), notified (B)(6), customer service representative for (B)(4) distributor (B)(4). That 4ea of 96-2624 econo sterile¿ schroeder tenaculum forceps 10" cs/25 had compromised packaging. This was noted on incoming inspection. This product was not used on any patient.